Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin and the syringe needle bent. Customer changed the syringe needle and cartridge. Cartridge was successfully filled. Customer's blood glucose was 198 mg/dl.